Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) went from a battery status of 55 percent remaining to 7 percent remaining 7 months later. Analysis of device memory confirmed a battery depletion anomaly. Boston scientific technical services (ts) recommended device replacement. Available information indicates this product remains implanted and in service. No adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that device replacement has not yet been scheduled by the physician. Should additional information become available this report will be updated.